Event description:
Customer reported getting different results for samples during their comparison study between the sars-cov-2 tma and pcr assays on the panther fusion sn (B)(4). Each test was a new aliquot. Customer reported one negative pcr sample in (B)(6) using assay lot 289120 which had originally tested positive on the sars-cov-2 tma test. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no hardware issues or gross contamination on either the panther or fusion side of the instrument. The pcr sample appeared to be a true negative, while the tma sample had low rlu value close to the limit of detection, indicative of low target or sample mishandling. Hologic technical support relayed pas review to customer. No further issues reported.hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)).FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.